Manufacturer narrative:
One device was received for investigation. The reported event was duplicated during investigation. Visual inspection saw no physical damage. It was found that the down stream occlusion(dso) seal was bubbled. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the device had error: cassette not attached error on the screen. It is unknown if there is patient involvement.